Event description:
Patient reported the infusion device shuts down automatically. Patient stated the device power/powering on and off. Patient reported the infusion device shut down several times automatically for the last 2 days. Patient stated the device then performed a self-test and the patient was awakened by the vibra alert. Patient reported experiencing no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint can be verified. E8 were found in the history. The pump correctly triggered an e8 error due to a power interrupt of the pump. The interrupts were caused by a loose connection in the pump electronics which could not be localized exactly; the occurrence of the error was reproduced by the analysis of the error log.